Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was seeing a power on reset (por) message. The patient was seeing the por on both the recharger and the programmer. It was unknown what was occurring prior to the por message. The patient stated they were receiving radiation daily. The rep thinks that the patient has prostate cancer. A rep was meeting the patient later in the day. A rep called in and stated that they checked the patient's impedances after the por message was cleared and all contacts showed all contacts were >10k ohms when reference 0,1,6, and 10 were used. The patient stated that when stimulation was on they had good coverage. The caller mentioned that the patient may have been in over discharge, but the caller did not have the por code. The patient has not been seen since 2015 by a manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had good coverage when stimulation was turned on despite high impedances. The physician was notified of the impedances and the patient was going to monitor the coverage. The patient¿s device went into the power on reset message after receiving extensive radiation treatment and the patient was continuing radiation treatment regularly.